Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a thrombectomy procedure an error message was displayed. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure. During the procedure, an error message appeared after 10 seconds of activation of the device in the patient. The drawer was opened and closed to reprime but the same error occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.